Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of replace system controller alarms was confirmed via analysis of the submitted log files and log file downloaded from the returned system controller (serial number: (B)(6)); however, the alarms were not reproduced during testing of the returned controller. The log files contained approximately 6 days of data combined (11oct2020 ¿ 17oct2020 per the timestamp). The log files captured elevated powers and flows; the elevated pump parameters are addressed under the pump investigation. During the elevated powers and flows, the log files captured intermittent replace system controller alarms associated with backup mcu faults from 16oct2020 at 08:37:26 to 17oct2020 at 05:32:22. The alarms resolved on their own each they activated. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was connected to a mock circulatory loop and run for an extended period of time without any issues or atypical alarms produced. Additional provided information stated that the alarms resolved after exchanging the system controller. The root cause of the reported event could not be conclusively determined through this analysis. A broken strain relief on the connector side of both power cables and conductor breakdown in the system controller¿s black power cable were identified during the product investigation. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the replace system controller, driveline fault, and low speed alarms, and the actions to take if the issue does not resolve. Heartmate ii patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook section 4 ¿ ¿living with the heartmate ii¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate ii left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 20jun2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that technical services reviewed the log file, which captured elevated powers greater than 10 watts on (B)(6) 2020, and continued intermittently for the remainder of the log file with powers noted as high as 20 watts. Additionally, there were yellow wrench/replace controller events. This could have been due to sometimes when pump powers are elevated in the 20w range the controller will alarm to replace the controller. These replace controller alarms resolved once the pump power was back at a more baseline number. There were also a couple low speed advisors events noted on (B)(6) 2020, with speed as low as 4380 rpm, which may have been caused by something passing through the pump. Another log file was sent that contained driveline faults and replace system controller alarms. The patient has an over sewn valve and there was a concern that this is potential thrombus based on the log file. The controller was exchanged on 17oct2020, after controller and driveline fault alarms. Technical services reviewed the log file and found a single unsustained power/flow elevation on (B)(6) 2020. Manufacturer report number of pump: (B)(4).